Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to catching a cold; however the cause remains unknown. On an unspecified date, the patient was hospitalized and was discharged 11 days after admission. Treatment for the event was unknown. At the time of this report, the patient was recovered. Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date reported as "recently". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.